Event description:
It was reported that an occlusion alarm occurred. The customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of 577-646 mg/dl, with high ketones determined to be life threatening by a healthcare provider. A manual injection was administered to address bg. Bg was treated with intravenous fluids of saline and insulin. During troubleshooting with tandem technical support (cts), it was reported that the customer had loaded cold insulin into the cartridge and that air bubbles were observed within the infusion set tubing. Cts educated customer regarding cartridge/insulin labeling. Customer acknowledged that loading the cartridge with cold insulin contributed to the high bg. Customer was released from the ICU on (B)(6) 2022 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion and high blood glucose issues were verified in the pump logs; however, no failure was identified. No cartridge was received for investigation therefore no evaluation could be performed for the air bubbles allegation.